Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -17.00/3.5/85 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was broken. Dimensional inspection found that the lens measurements were within specifications. (B)(4).